Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
The patient reported an electrical explosion occurred through a large series of sparks on the cord which soon after started a small fire. The unit had been connected to the outlet, but in the off position. The small fire, according to the patient, did not cause any major damage and it was extinguished quickly. The cause of the problem was determined to be electrical fuse of the unit . A replacement unit was issued. The patient was not injured.

Manufacturer narrative:
No device analysis results are available because the device was not returned. A review of the DHR was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue.